Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shock while the patient was lying in bed. The inappropriate shock was attributed to doublecounting, due to decreasing r-wave amplitudes or a bundle branch block, with supraventricular tachycardia (svt) or ventricular tachycardia (vt). This behavior occurred several times in the past, with the earliest episode on (B)(6) 2024. Upon review of these episodes, the heart rate nearly doubled instantaneously from approximately 100 beats per minute (bpm) to 200 beats per minute (bpm), and the morphology changed instantaneously as well. Impedances were 105-111 ohms, and the s-ICD was programmed to secondary, 1x gain. Technical services (ts) discussed troubleshooting options and programming considerations. It was noted that the patient had not been taking her beta blockers but had reportedly resumed taking it again. This s-ICD system remains in service. No additional adverse patient effects were reported.